Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and was unable to duplicate the reported event. At the time of the event, the user facility reset the touch panel monitor to resolve the issue. The technician tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the touch panel to the hexavue custom room rack locks after the standby pop up requiring a reboot. No report of injury.